Manufacturer narrative:
(B)(4). The device is no longer a new build device and further initial manufacture record review is not required. Review of device history indicates manufacture of the device is not related to the reported issue. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified fault occurred during use on the homechoice pro. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation; therefore, a device analysis could not be performed. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a follow-up report will be submitted.